Event description:
Pt was implanted with a synchromed pump and catheter in 1998 for intrathecal infusion of lioresal for intractable spasticity related to multiple sclerosis. In 2000, pt underwent explantation of the pump and catheter due to infection. Wound cultures confirmed infection with streptococcus. The pt was treated with an antibiotic course of vancomycin and cipro. The pt is receiving oral baclofen. The hcp stated the pt will be assessed for resolution of the infection and recommendation regarding another pump implantation will be made at that time.